Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing noise on the rv lead. Patient was asymptomatic. Noise was not reproducible in clinic. Programming changes were made. Device remains implanted.